Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient contact reported that the patient observed evidence that fluid was leaking from inside the cassette door when treatment was completed. There was no cycler alarms reported when the fluid leak was observed. Additional information has been solicited.

Manufacturer narrative:
The complaint sample is not available and the lot number of product involved is unknown. A search was performed of the lots delivered to the patient, with a time frame of three months before of the event date resulting in five lots;. No product is available. All five lots have been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.